Manufacturer narrative:
A good faith effort was made to obtain additional information associated with this complaint evaluation, but there is no additional information available. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the device suffered a fall. No specific issue was provided. There was no patient involvement.